Event description:
During a renal pta/stenting treatment procedure, stent deployment difficulties were encountered. It is noted that the patient had received a donated kidney one week prior to this procedure. On the date of this procedure, the physician found some clotting inside the vessel at the location where the transplant renal artery connected to the iliac artery, which required a stenting intervention. The physician successfully deployed the express vascular sd 4.0x19x150 cm stent, but was dissatisfied with its deployment. Therefore, he deployed an express vascular sd 4.0x19x170 cm stent to expand the previous stent. Satisfactory results were achieved. The stent patient status is reported as 'fine.'